Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a less than 1 hour delay to the procedure as a result of extending the craniotomy.

Manufacturer narrative:
Other applicable components are: product ID: 9733763, version (B)(6). A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that after reviewing post-op exams, the surgeon claimed she was 5mm off in navigation and tumor was still present. The surgeon stated that the exams looked good and they had passed tracer registration. There was no delay to the procedure and the patient was affected. Additional information was received on 2019-12-02 clarifying the reported event. It was reported that the patient only had one surgery. The incision and craniotomy had to be extended to remove the tumor which added some time and extra work and the patient was not harmed.